Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the device can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. If there is any further relevant information received, a follow-up medwatch report will be filed.

Event description:
After moistening the hydrophilic guidewire 0.35x260cm with saline the doctor came up with the epic self-expanding stent, and as he advanced with the stent the same was stuck in the guidewire near the introducer, the doctor attempting to release the stent (moistening with solution saline) it even ended up firing outside the patient, even with the safety lock. A significant resistance could be noticed between the two devices. The guidewire and balloon were removed together from the patient. No patient complications reported and the patient condition was reported to be stable.